Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4) , implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving gablofen, 2000 mcg/ml concentration at 350 mcg/day dose via intrathecal drug delivery pump for intractable spasticity and cerebral palsy . It was reported that patient presented to emergency room (ER) on this report date with itching, sweating, somnolence, and increased spasticity. There were no factors that may have led or contributed to this event. A catheter access port (cap) aspiration was attempted at bedside per report and good cerebral spinal fluid (csf) flow was obtained. Surgical intervention was done on this report date to explore intrathecal baclofen therapy (itb) system. The hcp opened up pump pocket and there was good csf flow from cap. The catheter at the pump connector segment was coiled in pocket and she needed to dissect down to fully straighten out catheter. The hcp requested a new pump connector segment and catheter pump segment revision kit was used to replace the existing pump connector segment. Catheter was partially explanted, 27.9cm pump connector portion was explanted. The return status was reported "no return-customer discarded". At the time of this report, the issue was resolved and the patient status was reported "alive-no injury". No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care professional via the manufacturer representative indicated that the cause of the coiled catheter was not determined.